Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review was performed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: material #383511 - batch #0336519 the nurses were placing an IV in a toddler, maybe under 2 years old. Cannulation went smoothly but they were not able to remove the needle from the unit. Collectively they used a clamp above the stabilization platform and were able to twist and pull the needle out. The line remained patent and there was no negative patient outcome. Both nurses stated that they did not even think that the patient's parents who were at the bedside, even noticed that they were struggling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: material #383511 - batch #0336519. The nurses were placing an IV in a toddler, maybe under 2 years old. Cannulation went smoothly but they were not able to remove the needle from the unit. Collectively they used a clamp above the stabilization platform and were able to twist and pull the needle out. The line remained patent and there was no negative patient outcome. Both nurses stated that they did not even think that the patient's parents who were at the bedside, even noticed that they were struggling .